Manufacturer narrative:
(B)(4). Date sent 3/12/2024. D4 batch # unk. A video was received. Any additional information obtained from the video evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, after fired, noted the cut line was ok, but without any staples. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 4/8/2024 d4: batch #a9e34k investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, please reference the instructions for use for additional information. The event described could not be confirmed as the device performed without any difficulties. Video analysis: during the visual analysis, the following was observed: the video starts showing the anvil in higher position and it can be seen the donut tissue around the shaft of the anvil, at mark 0.04 the customer starts to manipulate the donut and showing the condition. The donut could be seen intact and complete and in good condition between the guide and anvil. It is a normal condition that the donut has no staples due to the staples of the device remain in the tissue of patient. Based on the video reviewed, the event described cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number a9e34k, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2024. Additional information received: the event date should be 23-feb-2024.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. Additional information received: bleeding. It was reported that during the surgery, after fired, noted bleeding. The donuts was complete. Used suture sewing to control the bleeding. No additional information provided. Additional information was requested, and the following was obtained: did the procedure have to be converted to open? No. Did the patient need to have a blood transfusion? No. What is the current status of the patient? Unknown. Did the patient need any different type of post op care due to the bleeding/oozing? No.